Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Other: na.

Event description:
It was reported that one day post implant, r-waves were fluctuating in amplitude from 2 mv to 12 mv in the bipolar configuration. The polarity of the right ventricular lead was changed to the unipolar configuration.